Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "turn off" was not reproduced. The device was tested with customer's battery and would not turn on. When tested with known good battery and customer's power cord, the device alarmed battery alert. The review of the event history log could not confirm improper shutdown! Alarms on reported event date, however multiple battery alarm were revealed on customer's last days of use. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed rear case. The rear case required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: turn off. This occurred during programming in the emergency room. There was no patient involvement. No additional information is available.